Manufacturer narrative:
On 12-3-2014 the AED, battery pack and pads from the reported event were received. As received, the AED's active status indicator (asi) light was flashing red and the AED was chirping - reporting "battery pack low". A battery pack low prompt indicates that the AED's main battery pack is getting low. The AED will still deliver shocks, but the user should replace the battery pack as soon as possible. In as received condition, the returned AED and battery pack were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm), the AED analyzed the simulated patient's heart delivered the defibrillation shock, within specs, to the simulated patient. The AED then successfully delivered the defibrillation shock, within specs, to the simulated patient. The AED then successfully delivered the defibrillation shock, within specs, to the patient two additional times. As received, the device functioned appropriately as designed. Based on the investigation, it is believed that the event was caused by user error. Specifically, the AED's main battery pack was not maintained per the manufacturer's recommendations and the AED was not powered on long enough for it to analyze the patient.

Event description:
On (B)(6) 2014, it was reported by an ems department that the battery pack for the AED is low after three years and that during a rescue attempt the AED charged, would not shock and then turned off. No patient...